Event description:
Respiratory staff member was performing precheck for the hamilton-c1ventilator prior to patient use. Staff member smelled something burning and powered off and placed a call to the biomedical department. Confirmed complaint; upon powering on, the c1 smelled as if something was burning, and smoke started coming out of the battery compartment. Disassembled device and discovered burned chip on the driver board. Contacted hamilton medical and sent in for repair. Hamilton medical said they were aware of this issue and that it had been reported internally.